Event description:
It has been reported the comb was damaged at both ends. (Bent/misshapen and one broken prong/tine). Ratchet does not appear to be working. Blue rubber bracket where blade is stored was cracked and pieces were found in the cutter blades. Event timing was before surgery during decontamination/sterilization. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a mesher had a damaged comb and that the ratchet did not work. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 27 september 2019 and it was noted that the comb was bent on both ends. Upon further evaluation, it was found that the handle was jamming and was not lubricated. None of the pretests were performed due to the damaged comb. Repair of the mesher occurred on 4 november 2019 and involved replacing the comb as well as lubricating the ratchet. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. While the service technician confirmed that the comb was bent and that the ratchet was jamming from a lack of lubrication, it cannot be determined from the information provided as to what caused each of these failures to occur. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that during decontamination/sterilization the comb was found damaged at both ends, bent/misshapen and one broken prong/tine, along with the ratchet does not appear to be working. No adverse events were reported as a result of this malfunction.